Event description:
A customer contacted beckman coulter (bec) reporting a contained cartridge chemistry (cc) sample probe leak in the unicel dxc 600 pro synchron chemistry analyzer. During weekly maintenance, the customer noticed fluid under the cc sample probe and inside the indentation of the cc reaction wheel cover. The operator stated that she was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
To troubleshoot, the customer ran quality control (qc) to observe the probe as it was sampling. The customer noticed that when the sample probe would come out of the cuvette to wash itself, it started to leak from the collar wash. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the alignment to the wash collar was incorrect. The probe would be at the bottom of the wash collar causing splitting. The fse performed alignment and verified operation. Failure mode to leak was due to incorrect wash collar alignment. Bec identifier for this report is (B)(4).